Event description:
Reported issue: blood coming out of clamped side of tubing. Faulty tubing. Injuries or adverse event: no.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.